Event description:
It was reported to philips that x-ray generator error; system operation checked on a azurion 7 b20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
System calibrated and returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).